Event description:
On (B)(6) 2012, I suffered a strong electrical shock and burns from a homedics, inc. Heating pad, which also burned my bed. Thankfully, I was able to immediately turn off the heating pad and unplug it from the electrical outlet before it damaged my home further. Both sides of the heating pad have holes where the electrical fire burned through the inner pad and then through the outside cover. My house smelled like burned plastic as a result of this fire. As I researched this issue, I found the FDA recall notices online, yet my heating pad does not have the 4-digit number below the serial number, as indicated in the recall. I am not requesting replacement of the heating pad, because I will no longer be able to trust that another heating pad would not cause a similar fire or burn. I have not returned the heating pad to my retailer (B)(6) either, and have kept the burned heating pad to submit as evidence of the source of the fire. I have received medical care from my family medicine physician for the burn to my shoulder, and it continues to heal. I have not replaced the burned bedding, mattress pad or mattress, but request compensation from homedics, inc. For the damage to my property and my personal injury. Please reply with your offer of compensation, or I will pursue other remedies. I have enclosed images of the burned heating pad, the damage to my bed, and the burn on my shoulder.